Event description:
It was reported that the patient experienced low blood glucose after not announcing a dinner meal, with a lowest CGM value of 62 mg/dL, and treated the event with oral glucose tablets, after which glucose returned to range; no device malfunction was identified and device component involvement could not be determined. Symptoms included hypoglycemia and malaise. Outcomes included an unexpected need for medication intervention; no serious injury, illness, or impairment was sustained. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no available findings and insufficient information to attribute the event to a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.